Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, about 28 years ago, reporter is not sure which hospital, but a tha revision using a molar cup made by another company was performed because the perfecta stem bipolar cup inserted into the patient's body was experiencing dislocation due to polyethylene wear between the inner head and the cup. Japan (B)(4).